Event description:
It was reported that during an in-clinic follow-up, the battery voltage reading was low, but the elective replacement indicator (eri) was not triggered. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and the data revealed "low telemetered battery voltage". On (B)(4) 2010, the telemetered battery voltage was 2.5 v and the daily battery voltage trend measurement was 2.83 v.